Event description:
The hand held and software were returned due to freezing screen following interrogations (reported in medwatch # 1644487-2008-01405). During the analysis of the device, it was revealed that the hand held would display sql errors after interrogations. The cause for the sql errors is associated with a corrupt database. Since the database was corrupted, the hand held would generate sql errors after interrogations. A root cause for the database corruption could not be determined based on the returned flashcard and software, however, the most likely cause may be associated with the flashcard being removed during the troubleshooting out in the field. Once the corrupt databases were removed, the (B) (4) software was installed into the returned hand held with no observed anomalies.